Event description:
It was reported during a routine follow up appointment that the device is behaving in a manner consistent with premature battery depletion (pbd) . The physician reprogrammed the device and will recheck the device in a month. At this time the device remains implanted and in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.